Event description:
In 1983 pt augmented with heyer-schulte saline/gel implants. In 2001 mammogram=possible rupture right side. In 2004 pt underwent bilateral capsulectomy with removal of ruptured gel implants. Pt augmented with mentor gel implants.